Manufacturer narrative:
The device has not been returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device was an attempted implant due to consistent shocking impedance measurements greater than 125 ohms. The associated lead was disconnected and reconnected and the same measurements were obtained. It was noted that the patient is grossly overweight which may have accounted for the out of range measurements. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.